Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: n/a. Additional information also included indicated: did patient experience a thrombus event: yes. Hemolysis: yes. Intravenous anticoagulation: yes. Thrombus event confirmed: no. Device malfunction: no. Patient outcome: exchange.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The report of suspected thrombus was confirmed based on the evaluation of the returned lvad pump. Examination of the inflow conduit revealed a strongly adhered deposition situated on the proximal opening of the inlet tube. A similar deposition was found in the lumen of the knitted graft. Although specific causes for their development could not be conclusively determined, the depositions appeared to have developed in these areas. The depositions found on the inlet tube and knitted graft did not appear to occlude the flow of blood. Upon disassembly of the returned pump, a loosely seated deposition was present in the outlet stator. A similar deposition was found on one of the blades of the rotor. The depositions were not adhered to the bearing ball, stator blades or rotor blades. They also lacked denaturing and lacked lamination. In addition, there was no evidence of contact marks on the outlet side of the rotor or on the outlet bearing cup. Although their origins and a duration in which they were present in the pump cannot be conclusively determined, the depositions did not appear to have originated in these locations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a pump exchange due to suspected thrombus. The patient was non-complaint and had not been taking coumadin as prescribed as he had not been able to keep appointments with the coumadin clinic, and had forgotten to take another prescribed anticoagulant. The suspected thrombus was reported to be related to the non-compliance. The patient is currently doing well post-exchange.